Event description:
Complainant alleged that during biomed testing, the device powered on without display and was unable to adjust pacer selection. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.